Event description:
Advocate called stating that her son received blood result of 150 mg/dl from his contour usb meter then ran a test on a different meter and received 325 mg/dl. The difference between the readings falls in the ¿c¿ zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Contour usb supplies were not available at the time of the call. No products were replaced and none to be returned at this time.

Manufacturer narrative:
Advocate could not provide all product info at the time of the call. Not possible to determine device mfg date.